Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "( rentals) called to inform me that the rental vent that was just delivered to providence memorial was rejected upon eval by biomed. Hector reported that the vent alarms did not sound . Although he is biomed suspects that the alarm wires were disconnected, he requests a replacement."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event code(s) were derived based on info documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. Note: there was no pt involvement, thus no pt code(s) are necessary. The following info concerning the eval of the device is a summary of the info documented by a viasys tech support specialist in response to a phone conversation with a hill-rom (third party service company) rep. The hill-rom (third party svc co.) Service tech evaluated the rental device at the user facility and determined that the root cause of the reported event was that the wires to the alarm piezo were disconnected. The wires may have vibrated off during the transport of the rental device from the rental facility's location to the user facility's location. The hill-rom (third party svc co) svc tech reattached the wires to the alarm piezo and the device's alarm is now audible. Upon completion the device was accepted by the user facility as ready to be placed into service.